Event description:
It was reported that the patient was experiencing pain around the implantable pulse generator (ipg) site. It was also noted that the patient had inadequate pain relief and stimulation was causing shocking sensations. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.